Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) and six (6) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6), as well as momentary disconnections that did not lead to premature power switching events involving (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). A momentary disconnection will result in an audible tone or "beep". Controller log files revealed a controller power-up was logged on (B)(6) 2020 at 11:30:03. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 93% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 8 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 06-jul-2018. A power source lubrication procedure had been performed on (B)(6), (B)(6), and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(6) and (B)(6) . The most likely root cause of the reported premature power switching and beeping event can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery (B)(6). H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(6). H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery (B)(6). H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Battery (B)(6). H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(6). H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac tran splantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 17-mar-2016. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-aug-2017 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 11-aug-2016 labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 19-jul-2018. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 08-jun-2016. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 21-jun-2016. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 28-feb-2019 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 04-may-2020. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 02-feb-2018. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.